Manufacturer narrative:
(B)(4).

Event description:
It was reported that audio alarms only played when receiver button was pushed. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No injury or medical intervention was reported.